Event description:
Related manufacturer reference number: 2017865-2022-50819. It was reported that the patient's pacemaker and right ventricular (rv) lead exhibited failure to capture. The pacemaker and the rv lead were explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece. Visual inspection found an external abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of patient anatomy. No other anomalies were found.